Event description:
Staff member reports a strong plastic like smell coming from area in the neuro intensive care unit. I also smelled this odor on assessment of issue in this area. Buildings and grounds notified and up to assess issue. After assessment they felt that the odor was coming from the ventilator.